Manufacturer narrative:
(B)(6). Device is a combination device. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent fracture occurred. The (B)(4) stenosed target lesion was located in the non-calcified and minimally tortuous femoral artery. Following pre-dilation with a 2.25x30 balloon catheter, an eluvia¿ 7x150x130cm stent was advanced contralateral over a 0.35mm non bsc guidewire. Deployment was initiated via the thumbwheel and 4cm of the stent deployed when resistance was encountered. The pull grip on the deployment handle was pulled in attempts to release the stent; however, the attempt was unsuccessful. The stent delivery system was then withdrawn resulting in stretching of the stent and 1cm of the stent fractured in the iliac artery. An express ld stent was then implanted to treat the fractured stent. No further patient complications were reported and the patient condition is stable. This product is only ous approved but it is similar to an approved us device.